Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery status of this pacemaker device was at one year remaining, however, the most current check was showing two and a half years. It was noted that the right ventricular (rv) output was slightly higher. In addition, the battery behavior was fount out to be related to current bins. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery status of this pacemaker device was at one year remaining, however, the most current check was showing two and a half years. It was noted that the right ventricular (rv) output was slightly higher. In addition, the battery behavior was fount out to be related to current bins. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.